Event description:
It was reported that during preparation for an unspecified procedure, a catheter fracture was observed. The 6f mach I guide catheter was opened and immediately it was noticed that the tip was damaged "broken". There was no pt contact with the guide catheter. No pt complications were reported. Additional information has been requested.